Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. There is no 510k# because the product is sold in the us under a different product code. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tka procedure it was noted that the external diameter of insert was too wide. The insert could not be used. Changed the new one to complete. There was no adverse event or extended surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The received sigma stab gvf ins 2.5 10mm (product code 158122010, lot number 670233) was forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Coordinate measuring machine (cmm) inspection of the shape and size of the medial/lateral sides did not find any dimension to be oversized. Therefore, the reported event cannot be confirmed based on the information provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.